Event description:
The manufacturer received information alleging a check circuit alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a significant event in the logs occurred. E-291 check circuit high alarm was confirmed. The "active exhalation control module" (aecm) would need to replaced die to the failed test. The customer has requested no repairs be done to the device. The unit was not serviced and may not be appropriate for use on a patient in its current condition. Device did not pass testing.